Event description:
Caller states patient tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 5.49 inr. Patient's coumadin dose was held for 2 days. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
This device was returned with a note from a biotronik rep., "the pt came into the hospital in heart block with a ventricular rate in the 30's with no pacing present. When the programmer wand was placed over the device, pacing resumed and all pacer function then appeared to be working normally. This device was removed and replaced with a cylos dr-t, (B) (4).